Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clip applier was spitting clips. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Additional information: the analysis results of the er320 device found that it was received with the jaws and misaligned. In an attempt to replicate the reported incident, the device was tested for functionality; during the analysis, the instrument was cycled and it fed and formed fourteen scissored clips due to the misaligned condition of the jaws. Possible causes for the condition found of the jaws may be if the device is closed over an existing hard object or clip placing stress on the jaws causing them to distort or yield and not return to their original dimensions/position or excessive application of torque to the jaws when positioning the device on a vessel. It is known from the history of the device that the condition of the jaws may lead dropping/ejected clips.